Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit received cracked case at display window corner. Unit received with cracked lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated has water behind the screen and can't see anything on display. Customer stated that it could be from rain water and not sure. Customer was unable to run self-test. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.